Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that a crack in the semi-rigid adaptor of the secondary post was noted. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Although there was potential for a leak, no leakage was reported. Though requested, no additional information was provided including if tubing set was replaced and the therapy resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 240095h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.